Event description:
It was reported that the patients ipg was not functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the hospital and will not be returned.